Manufacturer narrative:
The UDI number, recall number and the following sections were updated : type of investigation, investigation findings, investigation conclusion.

Event description:
Customer alleged that they received a box of blade 4.0mm pointed tip curved left s/su (6/sp) with the blade curved to the right instead of curved to left. There was no patient involvement, nor any patient or user injury associated. (5 of 6).